Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that information was received from a patient regarding an implantable neurostimulator (ins) . The reason for call was patient said had device revision on (B)(6) 2020, as the ins device was loose and had to be repositioned.  And just went to check implant and received the following message: all data has been lost. Contact your clinician. Reviewed meaning of message, reviewed it is regarding the implant itself.  Patient said that they noticed that the ins was loose right afterward the initial implant and did notify the physician. Patient said was told that sometimes it takes times for it to scar down. Patient said that it was very painful. The patient was redirected to their healthcare provider to further address the issue.  No further complications were reported/anticipated at this time.